Manufacturer narrative:
Additional information: d10 interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6)2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06426. It was reported that the right ventricular lead exhibited high and outlier defibrillation impedance via merlin.net. X-ray revealed no visible externalization. The lead was capped and replaced on (B)(6) 2020. The implantable cardioverter-defibrillator was prophylactically explanted and replaced because the battery was nearing elective replacement indicator (eri). The patient was discharged.